Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported difficulty to remove the .014 command es wire, intraoperative alto aortic body movement, and type ia endoleak (persistent) are confirmed. This is consistent with the reported incident. It was unclear what caused the difficulty in removing the .014mm guidewire. The intraoperative aortic body movement was likely caused from the difficulty in removing the .014mm guidewire from the crossover lumen. The intraoperative aortic body movement likely caused the type ia endoleak. The aortic neck length was off label measuring at 6mm and should be greater than 7mm. This did not appear to contribute to the reported incident. No procedure related harms for this incident were identified. The final patient status was reported to be discharged home on postoperative day one. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. Resistance was met during removal of the .014 wire from the crossover lumen. The graft was pulled down. The wire was extremely difficult to remove resulting in a type ia endoleak. The type ia endoleak was resolved with the implant of a gore (non-endologix) cuff. Subsequent t the initially received information, the clinical evaluation determined hat the reported type ia endoleak was not resolved at the index procedure; however, it was persistent. The persistent type ia endoleak was discovered during a review of the operative note dated (B)(6) 2023.